Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. Following transseptal access with a non-boston scientific product, it was difficult to cross the septum using the faradrive steerable sheath. The sheath was replaced with a similar device, and the procedure was able to be completed. No patient complications were reported. The device was disposed and is not expected to return.